Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well with all pain areas covered postoperatively. The explanted device was discarded by the medical facility and will not be returned.